Event description:
The plate, implanted in 1999 for a severely comminuted unstable right intertrochanteric femur fracture with subtrochanteric extension, broke about 6 months post-operative. Broken plate was removed in 2000 and non-union was noted.